Manufacturer narrative:
The pump gave an alarm during the self test due to a faulty component on the remote frequency board. The pump also had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, a scratched reservoir tube window, and a cracked belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received multiple rf pic failed self test alarms. The customer's most recent blood glucose level was 89 mg/dl. The product was returned. Nothing further to report.